Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found the proximal end of the anchor is fractured. The suture is passing through the anchor window. A visual inspection of the returned device found that it is not in its original packaging. The suture is still passing through the anchor, and the proximal end of the anchor is fractured. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. It was not reported whether the fractured pieces were retained/removed from inside of the patient. If any pieces of the fracture anchor were retained inside of the patient, they are implantable. However, we cannot rule out the possibility of micro-motion/migration of the possibly retained pieces. Since there were no other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use instruments inside the patient in a shoulder joint glenoid labrum repair surgery, the anchor was fracture during screwing. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.